Manufacturer narrative:
Correction: section h6: correction: health effect - impact code: in initial report, the health effect - impact code should have indicated: 2199 - no health consequences or impact section h6: correction: health effect - clinical code: in initial report, the health effect - clinical code should have indicated: 4582 - no clinical signs, symptoms or conditions additional information: device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that one additional complaint was received from this production order, however it met the criteria for no further investigation. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or dob, weight, ethnicity: unknown/ not provided. Implant date: if implanted, give date: not applicable, as lens was not implanted. Explant date: if explanted, give date: not applicable, as lens was not implanted, therefore not explanted. Telephone number: (B)(6), all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens was damaged when priming. There was no patient contact with the product. No further information is available.